Event description:
It was reported that there was very low r-wave amplitude on the right ventricular (rv) lead. The pace impedance had been gradually increasing since the beginning of 2022 and became greater than 2,000 ohms. A beginning lead breakage was suspected. Technical services recommended performing additional lead troubleshooting in clinic. It was then reported that the rv lead and the cardiac resynchronization therapy defibrillator were both replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was very low r-wave amplitude on the right ventricular (rv) lead. The pace impedance had been gradually increasing since the beginning of 2022 and became greater than 2,000 ohms. A beginning lead breakage was suspected. Technical services recommended performing additional lead troubleshooting in clinic. It was then reported that the rv lead and the cardiac resynchronization therapy defibrillator were both replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.